Event description:
Patient was revised to address acetabular cup loosening.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
**Update** (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered extreme pain, discomfort, soreness, malaise, swelling, loss of energy, excessive levels of chromium and cobalt, immobilization and both acute localized damage to tissue and/or bone surrounding the acetabulum and systemic injuries. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.